Event description:
It was reported that the slide portion of the bd¿ sharps collector lid was missing. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that the slide part of the lid was missing."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the slide portion of the bd¿ sharps collector lid was missing. The following information was provided by the initial reporter, translated from japanese: "the customer's verbatim report is that the slide part of the lid was missing."

Manufacturer narrative:
Investigation summary: according to the DHR review process; the result showed there were no issues reported like missing slider during the manufacturing process of the part number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing slider for the same part number throughout the last twelve months. Based on this investigation it was determined that this failure mode is related to the manufacturing process since the lack of slider would be an omission error within process. Due to this failure mode was already known in the process, an improvement action (vision system), had already been implemented in the main. According to risk assessment result, this issue was considered low risk therefore a corrective action isn¿t needed, also a quality alert was posted within the process in order to make aware all the people involved in the manufacturing process of this product. All the complaint information was captured also for tracking and trending purposes.